Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx2409 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported PICC 3 fr catheter, found hole and solution leakage. No other information was provided.